Manufacturer narrative:
The pump alarmed motor error during rewind due to an out of phase motor encoder signal. We were unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the e70 alarm due to the motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was 156 mg/dl. Customer reported that they had motor encoder alarm. Insulin pump was not exposed to higher magnetic field. The drive support cap was normal. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.